Event description:
Distributor requested repair of an ambulatory infusion pump due to "ec 11105." No patient involvement was reported.

Manufacturer narrative:
Additional information: patient identifier, date of event, event problem and evaluation codes. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than observed fluid ingression. The device event log noted an error code message had been recorded. Functional tests included use testing. The pump was powered up and an error code alarm message was displayed. The root cause of the error code was unable to be determined. The pump software was reinstalled. Based on the evidence, the complaint was confirmed through the pump history log. The root cause was unable to be established.